Manufacturer narrative:
The device has been returned for analysis. There will be an update when the analysis is complete.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no additional adverse patient effects. It was reported that the smartpass feature had programmed itself off due to low intrinsic amplitudes and undersensing. The low energy shock impedance was less than 30 ohms. The electrograms were mostly flat lines. An x-ray was done, and it confirmed that this electrode has dislodged. The patient had twiddled his pulse generator and coiled the electrode into the device pocket. The therapy is now programmed off and a procedure is scheduled to reposition the electrode. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no additional adverse patient effects. It was reported that the smartpass feature had programmed itself off due to low intrinsic amplitudes and undersensing. The low energy shock impedance was less than 30 ohms. The electrograms were mostly flat lines. An x-ray was done, and it confirmed that this electrode has dislodged. The patient had twiddled his pulse generator and coiled the electrode into the device pocket. The therapy is now programmed off and a procedure is scheduled to reposition the electrode. There were no additional adverse patient effects.

Manufacturer narrative:
This supplemental was created to update the explant date. On tab d suspect medical device, explant (B)(6) 2024. The device has been returned for analysis. There will be an update when the analysis is complete.

Event description:
This supplemental report is being filed to correct the explant date. This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no additional adverse patient effects. It was reported that the smartpass feature had programmed itself off due to low intrinsic amplitudes and undersensing. The low energy shock impedance was less than 30 ohms. The electrograms were mostly flat lines. An x-ray was done, and it confirmed that this electrode has dislodged. The patient had twiddled his pulse generator and coiled the electrode into the device pocket. The therapy is now programmed off and a procedure is scheduled to reposition the electrode. There were no additional adverse patient effects.

Event description:
It was reported that the smartpass feature had programmed itself off due to low intrinsic amplitudes and undersensing. The low energy shock impedance was less than 30 ohms. The electrograms were mostly flat lines. An x-ray was done, and it confirmed that this electrode has dislodged. The patient had twiddled his pulse generator and coiled the electrode into the device pocket. The therapy is now programmed off and a procedure is scheduled to reposition the electrode. There were no additional adverse patient effects.